Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit passed self test.

Event description:
The customer reported via phone call that insulin pump had button error alarm. Customer¿s blood glucose was 85 mg/dl at the time of incident. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.